Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2011-05404. The patient received a paddle lead on (B)(6) 2009. She also received a lead extension on (B)(6) 2009. It was reported the patient was reprogrammed and the intensity of the stimulation is very uncomfortable. She also stated the stimulation is recreating her pain instead of providing relief. Attempts to gather additional information were unsuccessful. No further information is available at this time.